Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that after fixation the threshold worsened, the device was unscrewed and redocked, at that time it was noted that the helix of the ralp was extended. The ralp was not used and a second ralp was attempted to be implanted, pre-mapping was attempted for a while, but satisfactory current of injury or threshold could not be obtained. The physician elected to not implant an ralp and the implant procedure was completed. There were no patient consequences.